Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred during the load sequence. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed the cartridge to resolve the issue. Subsequently, the customer received a minimum fill notification after loading a cartridge with 150 units of insulin. Customer attempted to load a new cartridge and resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. Customer¿s blood glucose was 200 mg/dl.